Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with his device. A history of head trauma has not been reported. An x-ray has been carried out showing no trauma to the implant and that the reference electrode and main electrode are placed correctly. Testing shows channels 1, 2, 3, 4, 5, 7, 9 and 12 in status hi. Channels 6, 10, and 11 could not be measured. Channel 8 is in status ok. The pt was re-implanted on (B)(6) 2011.